Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years 2 months post implant of this aortic bioprosthetic valve, the patient presented with severe aortic regurgitation. A transesophageal echocardiogram (tee) showed a suspected torn leaflet. The device was replaced valve-in-valve with a transcatheter valve, and the patient's hemodynamics improved significantly with a mean gradient of 17 mmhg. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: since the valve has been implanted for over 14 years, it¿s very unlikely that the cuspal tear is due to any potential manufacturing issue. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the cuspal tear cannot be determined. If information is provided in the future, a supplemental report will be issued.